Event description:
A us distributor reported that a monitor had water damage.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (water damage) was isolated to contamination on the pins of pca jumper j101 and the belt receptacle. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.